Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a regulatory report by (B)(6) of malaise and aseptic peritonitis in a (B)(6) female patient coincident with extraneal viaflex, nutrineal pd4 unknown bag, and 0.9% sodium chloride injection in plastic container therapies. On an unreported date, the patient began treatment with extraneal viaflex 2l daily "5 days/7days" and nutrineal pd4 unknown bag 2l daily "5 days/7 days" (lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient began treatment with 0.9% sodium chloride injection in plastic container 2l daily "5 days/7 days" (lot number not reported) ip for an unreported indication. On (B)(6) 2010, the patient underwent cataract surgery. On an unreported date in (B)(6) 2010, the patient experienced malaise. On (B)(6) 2010, the patient received treatment with vancomycin and rocephin. On (B)(6) 2010, the patient was admitted to the hospital for a work-up of the malaise. On the same day, the patient experienced aseptic peritonitis. On (B)(6) 2010, the patient received treatment with amiklin. From (B)(6) 2010, the patient again received treatment with rocephin. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the event of aseptic peritonitis. Outcome for the event of malaise was not reported. Extraneal, nutrineal, and sodium chloride therapies were ongoing at the same dose. The reporter believed the event of aseptic peritonitis was unlikely related to extraneal, nutrineal, and 0.9% sodium chloride therapies. The reporter did not provide an opinion of causality for the event of malaise in relation to extraneal, nutrineal, and 0.9% sodium chloride therapies.